Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting higher than expected charge times (CT) of 18.7 seconds and monitoring voltages (mv) of 2.58 volts, and they physician was concerned that elective replacement indicator (eri) had not yet been declared. Boston scientific technical services (ts) was consulted and stated that the CT was in an extended period and is near the eri indicator. Suggested increased follow up. The device remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted.